Event description:
The following has been reported: "displayed error number 54-0080 after the device is turned on." Error 54 is defined by the technical manual as a coulometer issue. Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.